Manufacturer narrative:
A supplemental MDR is being submitted due to the investigation being completed. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided and the following was observed: patient's left access vessel had presence of tortuosity and calcification. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed per evaluation of the provided device imagery. Available information suggests that variability in tip expansion and/or patient factors (tortuosity, calcification) likely contributed to the event as patient factors were confirmed via 3mensio imagery. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during implant of a 29 mm edwards sapien 3 ultra resilia valve in the aortic position via left femoral artery and after pre-dilation to 16 french, resistance was encountered while advancing the delivery system with the valve through the esheath+. Despite this resistance, the delivery system and valve successfully exited the sheath tip, and the valve was successfully implanted. The delivery system was withdrawn through the sheath following deployment. However, upon withdrawal, a distal tip tear was observed on the esheath+. The damage was classified as a torn distal tip, consistent with image documentation provided by the clinical team. No patient injury occurred, and the patient remained in stable condition at the conclusion of the procedure. The edwards devices were prepared and used in accordance with the instructions for use (IFU), and no user error was reported. The damaged esheath was discarded and is not available for return.